Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is no longer available for eval. However, add'l questions in regard to the incident have been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that while sealing the lymph duct, an end tone, indicating a completed seal cycle, was heard but lymph fluid was observed. There was no bleeding and no pt injury.